Event description:
The caller reported a tracheostomy tube had been placed in the pt on (B)(6) 2010 and on the 5th day, they pulled the inner cannula out and it came apart from the flange. Both pins on the flange popped out. They were able to pop one side back in, but not the other. This was a large pt. Their protocol calls out that if a trach needs to be replaced at the 5th day or prior in a pt, it requires a surgeon to do it. They were not able to utilize the first surgeon they contacted and had to call in another who worked on the trach for some time trying to get the other pin back in without success. They ended up having to replace the trach with another.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.